Manufacturer narrative:
(B)(4). The insulin pump displays properly and no missing segment/partial display anomaly was noted by analysis. The insulin pump was received with a completely broken reservoir tube lip. Analysis was unable to perform the basic occlusion test and occlusion test due to the broken reservoir tube lip. However, the insulin pump was received with normal operating currents and passed the unexpected restart error test, self-test, rewind test, displacement test, prime test and excessive no delivery test. The insulin pump had minor scratches on the lcd window, broken battery tube threads, and a missing o-ring on the reservoir tube.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 201 mg/dl at the time of the incident. Customer stated they possibly bumped the device into something that caused the cracks and missing pieces. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.